Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the clips did not close in the middle of the loading unit at a length of five to six cm, the stitch line was left with defect.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the staples did not close in the middle part of the stapler suture leaving a five to six mm, defect at the suture line. The suture line defect on the side of the gastric pouch was closed with sutures at primary surgery. The patient was reoperated to check the rest of the suture lines. No other defects were found.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fifteen devices. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.